Event description:
It was reported that after the lead was set during implantation procedure the measurements taken reflected a high pacing threshold and low r-wave sensing values, and the lead location was also not appropriate. It was further reported that myocardium tissue got entangled in the helix as well and there was difficulty removing the lead. It was ultimately removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed in/on the helix/lobe mechanism. No anomalies were found.